Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one event report/procedure? If 2 sutures involved, confirm if they are from same lot reported? It is stated in event, "risk of loss a needle in the operating site", confirm, did the needle fall into patient? If yes was it removed? If not, does any needle remain in the patient¿s tissue? And what tissue structure is it located? Or did the needle fall outside patient body in operation/or field? If yes, was the needle found? Patient current condition? Note: events reported via medwatch 2210968-2019-82715.

Event description:
It was reported that the patient underwent cerebral tumorectomy on (B)(6) 2019 and suture was used. During the procedure the suture pulled off immediately during the suture of the dura mater. A like device was used to complete the procedure. There were no adverse patient consequences reported.